Event description:
Event description guidant received information from the patient's family that the patient implanted with this implantable cardioverter defibrillator (ICD) died of a ventricular tachy arrhythmia.